Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral vascular disease (pvd). The >70% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. The vessel was wired with a rota floppy wire and atherectomy was performed with a 2.0 rota link burr. Post atherectomy, a 3.0x60x150 (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for <30 seconds, the balloon ruptured. The device was removed intact from the patient and the procedure was completed with another 3 x 60 sterling balloon catheter with no issues. Once it was removed post interventional arteriogram was performed with no residual stenosis no patient complications were reported.